Manufacturer narrative:
(B)(4) concomitant medical products: 00771101100, femoral stem 12/14 neck taper, 62053430. Unknown, unknown liner, unknown, unknown, unknown cup, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01113, 0001822565 - 2018 - 01114.

Event description:
It was reported a patient underwent left hip revision approximately one month post-revision due to infection. Patient had tested positive for staphylococcus epidermidis. During the revision, all devices were explanted and cement spacers were implanted. No other information is available at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10: cat# 00771101100 lot# 62053430. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified bio-debris and signs of use to all of the explanted devices. No other damage was noted. Part and lot identification are necessary for review of device history records, neither were provided for the screws. Op notes indicate the patient underwent left hip severe degenerative joint disease. At time of first revision, op notes indicate patient is approximately 3 years status post left total hip arthroplasty. Cortisone injection for trochanteric bursitis that helped for approximately 6 months, pain came back. Aspirated yellowish fluid. Negative for crystals or bacteria. Bone scan did not reveal loosening or evidence of infection. Blood work showed increased cobalt with normal nickel. Medical records show that cultures later came back positive for staph epidermis and treated with vancomycin for six weeks. Patient suffered two dislocations and underwent closed reductions. Patient is doing physical therapy and denies pain. Patient suffered a third dislocation and treated with closed reduction. Patient visited another hospital and undergoes two stage revision where all implants were removed. A definitive root cause cannot be determined for the screws. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
The follow up report is submitted to relay additional information received. Updated: the complaint was confirmed based on provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The corrections contained within this report have no effect on previous investigation conclusion. If any further information is found which would change or alter any conclusions corrected: if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.